Manufacturer narrative:
One opened probe was received with a tip protector, in a tray. At the time of receipt, the sample was observed to have a broken needle. The returned sample was visually inspected and found to be non-conforming with the needle completely broken off at the stiffener sleeve, confirming the received condition of the probe. Functional testing and a wear evaluation could not be performed due to the visual condition of the probe. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe needle was broken off, which could be perceived as a damaged needle. The reported actuation and fit issues were unable to be confirmed due to the broken needle. The exact root cause of the broken needle cannot be determined from this evaluation. The most likely root cause is handling during surgery. The reported fit and actuation failures were unable to be confirmed and an exact root cause for the broken needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. All probes are 100% visually inspected during the manufacturing process for excessive manufacturing materials on the needle. All assembled probe needle diameters are also 100% tested for fit into a ring gauge to insure, the probe needle does not exceed a trocar opening. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of a vit cutter caught and broken during the surgery. The surgery was completed after replacing the product with another one. There was no patient harm. The procedure type was unknown. Additional information received that the probe was stuck during the trocar insertion and actuation failure also observed during the surgery.